Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement, problem isolated to pcb2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was battery error during battery change. The customer¿s blood glucose was unknown. The customer had tried to insert 5 different batteries, two different boxes but error persist. The insulin pump will be returned for analysis.